Event description:
Needle breakage. Report received via user facility medwatch #2690000-1997-002 stating that needle tip broke during a skin closure procedure. Initial report referenced a product code and lot number which were not valid ethicon numbers. Subsequent investigation yielded a revised lot number and code which are valid ethicon numbers. Surgeon anticipates no adverse consequences resulting from the event. Note: outcome to pt does not denote adverse event. MDR. Regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.